Event description:
It was reported that noise was noted on the right atrial (ra) and right ventricular (rv) leads. The atrial lead was over-sensing the noise, resulting in inappropriate automatic mode switches. No intervention was reported. No symptoms were reported.